Event description:
It was reported that a spectrum pump had "constant air in line alarms." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The reported symptom of "constant air in line alarms" was confirmed through review of the event history log. The device was received inoperable due to constant "reload set" alarms caused by a failed upstream sensor. The lower fluid number readings from the upstream sensor were below specification, which would make the pump more sensitive to air and upstream occlusion alarms if the pump were able to run. The upstream sensor was replaced.